Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day the patient suffered a myocardial infarction (mi). The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).